Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician found the 3.50x20mm liberte' bare metal stent dislodged from the balloon when the stent protector was removed. No patient contact occurred. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).